Manufacturer narrative:
The field complaint of the transmitter emitting smoke when it was plugged into an outlet was not verified as the event was unable to be reproduced. The visual inspection revealed no physical damage to the unit, except for the usb port which was bent. The unit was plugged into a working ac electrical outlet and powered on successfully. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. Software v8.3 rev.1 and the patient data were unable to be performed due to the damaged usb port. In conclusion, there was no evidence of smoke emitting from the transmitter when plugged into an outlet and throughout the analysis process. The transmitter successfully booted up;however, due to the damaged usb port, further analysis was unable to be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter started smoking when plugged in. The device was replaced. There were no patient consequences.